Event description:
Boston scientific received information that difficulty was encountered positioning this right ventricular lead during a lead replacement procedure. Appropriate lead measurements could not be obtained. After multiple attempts, acceptable measurements were obtained. However, (B)(6) days post implant, this right ventricular lead dislodged. A revision procedure was performed. This lead was removed, replaced and returned for analysis. Reportedly, the helix did not function appropriately. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, visual inspection revealed the helix was retracted. The terminal pin was bent at approximately an eighteen degree angle and no longer turned freely. Dried blood and tissue was noted in the helix housing. The insulation was twisted at thirteen mm from the terminal pin thought due to the terminal pin and helix mechanism torque during the procedure. Analysis confirmed the helix mechanism difficulty and determined the blood/body fluid and tissue was likely the root cause of the helix mechanism difficulty.